Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured on the tortuosity of the vessel. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A product history record (phr) review of lot f2300404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the information available for review, access site vessel characteristics (ruptured on the tortuosity of the vessel) most likely contributed to the loss of pressure reported since access site issues can cause damage to the balloon, resulting in a loss of pressure. According to the mynxgrip IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review indicate that there is a design or manufacturing-related issue. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured on the tortuosity of the vessel. There was no reported patient injury. The device will not be returned for evaluation.